Manufacturer narrative:
Other:burn. The following products have been used in the surgery: part# 1554200500; lot# unk; 510k# k113174; UDI# (B)(4); qty# 2 part# 5540030; lot# unk; 510k# k113174; UDI# (B)(4); qty# 15 part# 55840027545t; lot# unk; 510k# k152604; UDI# (B)(4); qty# 2 part# 779145555; lot# unk; 510k# k101074; UDI# (B)(4); qty# 8 part# 779170005; lot# unk; 510k# k101074; UDI# (B)(4); qty# 16 part# 811-321; lot# unk; 510k# k981676; UDI# (B)(4); qty# 1 part# 55840024545t; lot# unk; 510k# k152604; UDI# (B)(4); qty# 1. It is unknown which of the above implants were responsible for the adverse events. Also, it is unknown whether these products caused or contributed to the reported event or not. We are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, patient has a solera system with cromaloy rods implanted. The patient experience a burning feeling after an MRI. As a result the hospital has put a stop to all MRI¿s on patients with solera in them.